Event description:
A report was received stating that the listed tracheal tube was checked for leaks prior to patient use, and no leaks were detected. After 14 days of use, the device reportedly began leaking. No adverse effects to the patient were reported.

Manufacturer narrative:
One used sample was returned for evaluation. Visual inspection revealed a large gap between the bond area within the cuff and tube. Due to this gap, further testing could not be performed. The most likely root cause is an insufficient bond within the cuff and the tube. A corrective action was previously issued to address the root cause and request corrective actions for an inadequate bond of the cuff to the tube. No lot number was provided for this device; therefore unable to determine if manufactured prior to or post corrective action implementation.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.